Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred after the customer swam with the pump. Customer was not outside of the labeled operating altitude range. Customer reported blood glucose level was not impacted by the issue. During troubleshooting with tandem technical support, the customer was instructed to load a new cartridge. Customer acknowledged. Multiple attempts were made by tandem¿s technical support to determine if issue persisted after loading a new cartridge; however, no additional information regarding this event was provided.